Event description:
Pt with history of gerd had enteryx injection endoscopically to the gej. Pt felt well after the procedure until the next afternoon when he spiked temperatures to 101-102 and began to feel short of breath initially with exersion only. Dyspnea increased since, and pt was feeling dyspneic at rest as well. Reports only mild substernal chest discomfort. Review of systems as per hpi and: pt denies ha, visual changes, balance problems, hearing changes. Pt denies dysphagia, odynophagia, reflux, heartburn, abd pain, n/v/he. Pt denies d/c/m/hc/change in bowel habits. Has had n1 brown bm qd. Pt denies cough/palpitations. Pt denies dysuria/hematuria/change in urination. Pt denies numb/ting of ext, weakness of ext, swelling of ext. CT of the chest 2005 impression: 1. No evidence of pulmonary embolism. 2. Soft tissue swelling along the distal esophagus extending to the ge junction. Metallic artifacts are noted in this region. There is no evidence of mediastinal fluid collection or free mediastinal air. 3. Clear lungs. The entire spices and the lung bases were not evaluated on this p.e. Protocol.